Event description:
It was observed during the device evaluation that the subject device exhibited a watertight defect in the stress boot on the cable head side, as well as defects in the head section image capture and pixels. There was no patient involvement.

Manufacturer narrative:
The device evaluation found watertight defect in the stress boot on the cable head side, as well as defects in the head section image capture and pixels. The customer's reported issue was reproduced, confirming that the device did not meet product specifications. Additionally, new defects were discovered, suggesting further faults likely due to the same flooding issue. While these findings point to potential root causes, they are not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the reported issues remains undetermined despite a thorough inspection by the repair department. During the evaluation, it was confirmed that the device exhibited a watertight defect in the stress boot on the cable head side, leading to flooding and subsequent pixel defects in the head section image capture. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.